Manufacturer narrative:
Other applicable components are: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient's stomach hurt, it felt like cramps and noted they began to feel "crampy" after they made a change to their stimulation. The patient then stated they had felt the cramp since implant. The patient was to follow up with their healthcare provider (hcp). They mentioned the manufacturer representative (rep) had showed them how to use the patient programmer (pp) before their implant surgery and during that time they thinking about the surgery and not the pp use, and wanted to know if they could get another pp. The patient later reported on (B)(6) 2016 they had not had therapeutic effect since implant. They had used the implantable neurostimulator (ins) off button a couple of times, so they checked the ins status over the phone and confirmed the therapy was on. The patient stated 1.2v was comfortable and they had increased amplitude since implant. They had a follow up appointment (B)(6) 2016 to address their symptoms. During troubleshooting the patient had poor communication when first attempting connection over the phone, so they repositioned the antenna, resynced and confirmed successful connection. The patient called back on (B)(6) 2016 and stated they did not think the device was working correctly - they wanted to know if they had to hold the sync button down while they made changes to the settings. Troubleshooting was performed and the patient was able to increase to 1.4v, indicating the pp was working correctly as designed. It was discovered they had been pressing and holding the sync button down when making changes. The patient also reported the stimulation was uncomfortable when they increased to 1.5v, so they decreased back to 1.4v and the uncomfortable stimulation was resolved. The patient had been going to the bathroom much more now and had become worse because they were going every hour, kind of an urgency. The patient recalled their appointment on friday and would discuss with their hcp. The patient mentioned they did not explain changing programs and therapy expectations to them, did not tell them about patient services, and they had to open their book to find the patient services number. It was noted the patient's symptoms had not improved since their call on (B)(6) 2016. On (B)(6) 2016 the patient reported they had not seen any results, had urgency, and the device was making it worse. They felt stimulation on program #2 at 1.4v and noted they had been at 0.9v when they had left the hospital. The patient changed to program #3 at 0.8v and felt the stimulation in the correct area. The patient noted their symptoms had begun within a week of having the implant. On (B)(6) 2016 the patient reported they hadn't noticed any improvement and were still on the same program as their previous call. They had received instructions from their hcp to stay on each program for two weeks and stated that the last two week cycle started on (B)(6) 2016. The patient mentioned they would increase setting today and switch to new program on friday ((B)(6) 2016). It was noted the patient had always had constipation (pre-existing condition) and their symptoms were not worse or better since implant. Additional information received reported that the device wasn't working for them. The patient was on program 3 and had tried program 1 and 2. They indicated they might want to try the next program. The patient was keeping a voiding diary and had an appointment at the end of the month.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the stomach pain, cramping, and lack of therapeutic effect just went away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.